Event description:
Pt reported incident after application of gluma desensitizer without rubber dam. The upper lip of the pt was let go and the upper lip mucosa made contact with the gd. The pt suffered severe burns went back to the practice, but they laughed because it could not be the product. The pt (B)(6) the dfu and then called hotline. The pt went to another dentist office and they prescribed an ointment and recommended the pt should consult a dermatologist, because the pt additionally has a fever. On (B)(6) 2013, hk rep spoke with the pt: gluma desensitizer was used to treat the cervicals of the pt's 5 front teeth. Pt reported it was applied without rubber dam or cotton rolls. Soon afterwards, there was a burning sensation, which was assumed by the dentist to be an allergic reaction. Pt went to another dentist immediately and was prescribed bepanthen. Recently, there has been severe mucosal bleeding and sloughing of the mucosa. Pt suffered from severe pain and insomnia. The pt is on his way to recovery. On (B)(6) 2013, the dentist office was contacted, gluma desensitizer was applied without rubber dam, but with cotton rolls. It was aspirated from the teeth by the dental office and it is not clear how gluma desensitizer came into contact with the pt's mucosa. The office also reported using a subsequent application of duraphat on the cervical. (B)(4).